Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) leads exhibited high capture thresholds with very long latency after capture. Three ra leads were attempted to be implanted, and all showed high capture thresholds. The leads also repeatedly dislodged during placement, causing damage to the lead helix. Dislodgement of the ra leads was confirmed via fluoroscopy. The three ra leads were not used and were replaced after failed attempts to place them in the ra appendage. The patient remained stable throughout the procedure and no complications were reported.

Manufacturer narrative:
The reported events were lead dislodgement, helix damage, and high threshold. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the lead and applying the torque directly to the connector pin, the helix was able to extend. And retract. The full helix extension length was measured to be within specification. The reported events of helix damage and high threshold were not confirmed. Visual and x-ray examinations of the lead did not find any anomalies or damage to the helix. Electrical testing did not find any indication of conductor fractures or internal shorts.